Event description:
It was reported customer had to go back in to do recalculations on the setting she did have a low blood glucose. Treated with a glucagon shot and blood glucose was 42 mg/dl. Customer's spouse sated the basal rates at night need to be changed again as she feels customer's pancreas does not work well over night. Customer has experienced five lows in the last two weeks; blood glucose was 42, 42, and 51 mg/dl. Customer uses tape over the infusion set as he has had some that has pulled out while he is in bed. Customer's spouse declined being transferred for troubleshooting assistance. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.